Event description:
It was reported that the patient underwent epigastric hernia repair in (B)(6) 2014 and mesh was implanted. Following the procedure, the patient coughed and noticed a ¿pricking pain.¿ the patient underwent laparoscopy and laparotomy in (b)(64) 2014. The patient experienced central mesh rupture, detected after tissue dissection, and heavy adhesions to the small intestine. The mesh was in its original location and fully integrated into the abdominal wall. The mesh was not excised and the hernia was repaired with direct suture. The surgeon opines the hernia recurred because the mesh was too weak. The current patient status is without complication.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.